Event description:
The customer reported approximately several drops of fluid leaked during system startup involving coulter act diff 12 analyzer. The customer was advised to use proper personal protective equipment (ppe) prior to troubleshooting. The customer had on gloves and eye protection. During troubleshooting, vacuum system error appeared. The customer checked the vacuum isolator chamber (vic) and noted it was full. It was determined the issue was due to an obstruction in the waste pathway. The customer activated valve 15 function multiple times, removed the bottom fitting and manually drained vic. The customer adjusted vacuum to 6.00 and completed startup and indicated the vic check valve was replaced earlier in the day. The customer was instructed to replace the coefficient of variation (cv), position it correctly, and replace the air filter. The instrument did not leak and vic drained properly. The field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) discovered the vacuum isolation chamber (vic) not draining. The fse unstuck the pinch valves and re-routed the tubing to resolve the probe drip issue. Service activity performed was verified to meet the specified requirements per established procedures. Results conformed to the manufacturer's published performance specifications. (B)(4).